Manufacturer narrative:
The event date reported was only the year of 2020. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve was damaged and did not seal well. There were no consequences for the patient and the procedure was concluded with a new vizigo sheath. There was no patient consequence reported. The event occurred when the device was being used on the patient. When the dilator was removed, the hemostatic valve did not seal well and the blood came out (approximately 50ml). The hemostasis valve (gasket) did not break nor separated from the sheath. No air had entered the body. No percutaneous or surgical removal or other intervention was required. Hemodynamics was not compromised due to leakage. This issue was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
Initially it was reported in the 3500a initial report that a hemostatic valve separation issue occurred. The bwi product analysis lab received the device for evaluation on 10/9/2020 and observed on 10/14/2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 10/23/2020. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The valve was damaged and did not seal well. There were no consequences for the patient and the procedure was concluded with a new vizigo sheath. Device was inspected and visual analysis revealed that hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).